Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, leaking issues. The following information was provided by the initial reporter: staff from oncology unit have reported to procurement that leaking issues have been ongoing. No lot numbers. Additional information: please confirm the exact location of the leakage? After discussion with clinicians, most leaks at connection between administration set and max zero. Please confirm the make and model of the connecting products? Also, please confirm the type of connection (e.g. Luer lock or luer slip)? Luer lock. Archimed administration set. Please confirm what substance was being infused during the time of the event? Chemotherapy (unsure exact agent). Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? During, differing intervals with leakages, usually early. Please confirm if there are any visible defects i.e., cracks, flashes, kinks? Unknown. Please confirm if there is any patient impact or harm caused to the patient due to the incident? No. Please confirm if there is any physical damage observed with the product? Unknown. Please confirm the lot number of the affected product? Unknown. Please confirm the number of products affected in this batch? Unknown but multiple. Ward num/cnc stating it has happened so many times they didnt worry about keeping samples or logging incident reports each time. Suspecting the archimed line is the culprit given short access point on male luer connection.